Event description:
Boston scientific received information that this implantable right atrial (ra) lead was capped out of service. This lead had exhibited loss of capture, sensing and changes in impedance measurements. This lead was replaced successfully. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.